Event description:
The pt received her scs system, including an ipg, a paddle lead, and a percutaneous lead (implanted subcutaneously), on (B)(6) 2010. It was reported that the percutaneous lead had eroded through the pt's skin. The physician explanted the lead on (B)(6) 2010. There were no signs or reports of infection. The explanted lead was returned to the manufacturer for analysis on (B)(6) 2010. The pt remains implanted with the paddle lead. Follow up on the pt found that the pt reports good stimulation coverage with the remaining lead.

Manufacturer narrative:
Evaluation results: the lead was noted to have compression damage on the lead segment approx 12.5 cm away from the stimulation end. Discoloration in the lead segment was observed. The lead showed no burrs or unevenness that could contribute to the alleged erosion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.